Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the emergency room, with an alarm due to high superior vena cava (svc) defibrillation coil impedance. The svc coil was programmed off, and the remainder of the lead remains in use. No patient complications have been reported as a result of this event.